Event description:
On (B)(6) 2011, a respiratory therapist (rt) reported that the inomax ds #(B)(4) "did not hold a steady nitric oxide (no) reading." The rt refused to speak with ikaria technical support and requested the device be switched out. The device was on a patient, and the rt stated there was no impact to the patient and no adverse event occurred. The device was replaced with another unit, removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist reported that the inomax ds #(B)(4) "did not hold a steady nitric oxide (no) reading." Investigation results received on may 11, 2011. Evaluation summary: on investigation of the device service log, fluctuating monitored nitric oxide (no) values were recorded. Since fluctuating monitored no values have been observed in the service logs of other devices and have been linked to fretting corrosion of an internal ribbon cable, the cable was replaced. Following cable replacement, the device performed to specifications. The fretting corrosion can lead to intermittent high resistance connection at the cable's connector, leading to fluctuating monitored no values. It is important to note that the monitored no value would be fluctuating in this case and not the actual no delivered.